Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom essenza mr system. A patient tried to push herself to move to the correct position on the exam table but slipped when she stepped on the side of the table. The patient rubbed her leg along the edge of the table resulting in injury. The patient was evaluated and received ten stitches. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens attempted to investigate the reported event; however, due to limited information, a root cause could not be established. According to the information from the local customer service engineer (cse) the system functioned normally. It was noted that the patient table was in a state of abnormal wear. Photographs of the table were provided to siemens, but the complaint table was not returned for investigation. Based on the cse's report and the photographs, this type of wear is not expected if the table is used as instructed. The customer did not provide siemens with details pertaining to the table use during routine operation. Therefore, the root case of the patient table wear could not be determined during the investigation. The design of the table fulfills the requirements of iec60601-1. There are no sharp edges or corners of the mechanical components. Thus, the edge of the patient table produced is a round edge design. The surface coating of the tabletop undergoes an adhesion test (destructive test) and is difficult to wear during normal use into the state of the of the customer tabletop as seen onsite. Based on the information provided by the customer, the patient has a skin condition but the details of the patient's skin condition were not provided to siemens. The cse performed a friction test on himself during the evaluation and did not sustain any injury although the patient table was in a state of serious wear. Confirmation of the relationship between the injury sustained by the patient and the tabletop could not be confirmed. The customer did report to siemens that the patient has recovered. Regarding maintenance, technical document m4-060.833.05.07.0208.21 requires the cse to perform a visual inspection for damages that could impair safety and correct the visual defects. The patient table has now been replaced. There are no accumulative complaints of the reported issue in the essenza install base. As stated previously, siemens could not confirm a definitive root cause of the reported issue based on the limited information provided. Internal ID# (B)(4).